Manufacturer narrative:
Based upon the information provided, it was reported to philips that while a patient was receiving therapy on a v60 ventilator, an unexpected device shutdown occurred without alarm notification. Additionally it was noted that the device status-post device shutdown would not power on. During the event in question the patient was receiving therapy via the v60 ventilator. It was noted that the patient experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent. Provision of medical intervention or further patient therapy actions have not been disclosed to philips. No additional harm or injury has been noted. Based upon information received 8/30/21, the institutional biomedical engineer's review of the significant event log determined that the v60 ventilator had been providing therapy to the patient solely using dc power via the device's backup battery for approximately six hours. Further review of the significant event log determined appropriate functionality and triggering of low battery capacity alarms prior to the device shutdown. The institutional biomedical engineer allowed the v60 ventilator to charge the backup battery to completion over the period of 24 hours. Power/fail and battery performance verification testing was conducted with success and failure of the device to perform to manufacturer declared specifications. The device was subsequently returned to clinical use thereafter. Based upon the information provided and inspection conducted by the institutional biomedical engineer, no malfunction of the v60 ventilator was found with verification of functionality and performance to manufacturer declared specifications. The v60 ventilator functioned appropriately by providing audible and visual alarm notification to the end user as specified by the v60 ventilator user guide (revision y), and verified via diagnostic report review and performance verification testing conducted by the institutional biomedical engineer. Due to the unintentional use error associated with failure to respond to the depleting backup battery notifications, the patient experienced a desaturation of peripheral oxygenation (spo2) to an unspecified extent. No additional harm or injury has been noted within the complaint record. Conclusion of the investigation has determined unintentional use error of failure to respond as per manufacturer recommendation to low battery alarm conditions to be the root cause of the device shutdown allegation. No malfunction or failure of the v60 ventilator to perform to manufacturer declared specifications has been found.

Manufacturer narrative:
Date of report: 03sep 2021.

Event description:
The customer reported battery died and wont charge. The device was in use and the patient's oxygen levels were low. The customer reported that the unit stopped while on patient. The respiratory therapist reported no patient harm. The biomed could not confirm if unit alarmed; however, it was found in error log that the unit ran on internal battery for several hours before the incident and the high tidal volume alarms were also being activated. The low internal battery alarm shows in log just before unit shut off. The unit is charging when biomed plugged and the remote service engineer (rse) verified that the battery charge light emitting diode (led) is flashing and fan is pulsing every 4 seconds as required. The rse advised biomed that it may take several days to recharge and to monitor progress.